Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 55 units instead of caller¿s expected 250 units. There was no reported impact to the customer¿s blood glucose level. Caller confirmed completing steps to remove air from cartridge but had not used room temperature insulin, so technical support advised use of room temperature insulin for future fills, walked caller through filling and loading new cartridge, and caller declined suggested test bolus, choosing instead to monitor and follow up if necessary.